Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with an angelwing collection set. The customer states that the collection needle came out of the hub and was left in the patient's arm. The needle was removed by the phlebotomist and disposed of, no further intervention was warranted.